Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance. Additional information indicates that no additional information is available at this time. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead exhibited noise. A x-ray confirmed a lead fracture in the clavicular first rib region. Subsequently the rv lead was surgically abandoned and the device was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.